Event description:
During a renal tumor cryoablation one icerod cx needle was not insulated. Some frost appeared on the shaft of the needle and it was necessary to use a glove filled with warm water to protect the skin of the patient. The skin of the patient was not harmed and the treatment was successful.